Event description:
P.a.s. Port had 2 small skin defects over the diaphragm of the port. The skin incision was sutured with re-absorbable sutures. The 2 small skin defects were left open to heal by secondary intention.